Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an uncalibrated door. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a service technician. This is an ancillary service event. Visual inspection, and functional testing were performed. The uncalibrated door was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the door was calibrated. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.